Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute drug eluting stent to treat a mildly tortuous and severely calcified lesion, located in the mid left anterior descending artery, exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues identified. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. Several attempts were made to reach the lesion. The angle was changed due to the severe cto lesions of the patient, but the device could not be delivered. It was reported that the stent deformed in-vivo during positioning. It was also reported that the catheter /delivery system deformed at tip. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps. Deformation was evident to the distal tip, with tip appearing kinked. The guidewire lumen patency was verified with a 0.015 inch mandrel. Kinking was evident along the distal shaft, 23-25cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.